Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed, and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the mobile device lost power. No injury or medical intervention was reported.